Manufacturer narrative:
The technician found the trend gas springs were sticking in the up position. The technician replaced the gas springs to repair the bed.

Event description:
Info received indicates the trendelenburg function is not working when the handles a pressed.